Manufacturer narrative:
The pad-pak was first installed successfully on the 5th may 2009 and performed to specification, alongside one ten minute power up, up to the 17th august 2014. A fresh pad-pak was installed during this time. Multiple manual power ups of mainly ten minute duration were recorded between the 20th august 2014 and the 18th september 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.